Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) on recorded episodes. The right ventricular (rv) lead exhibited oversensing in the form of short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.